Event description:
Pt has been using product for about 5 years. Pt had her eye burned a couple of years ago, reported it to MFR and did not change the product. Pt used the product this morning and burned her eyes.